Manufacturer narrative:
Block e1: the reported initial reporter's address is no. (B)(6); reported here as initial reporter address 1 exceeded the character limit for the designated field. Block h6: imdrf device cod a040601 captures the reportable event of wire kinked.

Event description:
It was reported to boston scientific corporation that a microknife xl was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, after the microknife was inserted into the duodenal scope and extended out of the working channel, they noticed that the knife tip was already bent when it emerged. The procedure was completed with different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: the reported initial reporter's address is (B)(6); reported here as initial reporter address 1 exceeded the character limit for the designated field. Block h11 (correction): block b5 (describe event or problem) has been updated. Block h6: imdrf device code a040601 captures the reportable event of wire kinked.

Event description:
It was reported to boston scientific corporation that a microknife xl was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the duodenal and papilla performed on (B)(6) 2025. During the procedure, after the microknife was inserted into the duodenal scope and extended out of the working channel, they noticed that the knife tip was already bent when it emerged. The procedure was completed with different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.